Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "tube guide and mounting / bezel screw missing." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with tubing guide and screws missing was confirmed during product evaluation. The root cause of the reported problem was determined to be an out of box failure as the parts were not sent. Appropriate action was taken to correct the reported problem by sending the device back to the manufacturing plant for parts. A service history review revealed no previous service events were related to the reported condition. The device history record review shows failure of air detected message at channel c. Pump was reworked and passed all subsequent testing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.